Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as fold flaw opening additional observations: observed, creases on the device. Observed, stress marks on the device. Observed, wear abrasion on the device.

Event description:
Healthcare provider reported, a left side rupture. Discovered, during surgery. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture discovered during surgery. The device has been explanted.